Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service,

Event description:
The fe reported the system would not boot completely. There was no patient injury or death reported.